Manufacturer narrative:
Report not confirmed. Evaluation could not reproduce the reported malfunction. However, it was noted that a ferrule was loose which would not cause or contribute to the event. The motor did not malfunction. Control of the tool within the motor should be maintained throughout use in a procedure. Appropriate precaution should be undertaken to protect surrounding tissue. The likely cause of the damage to the dura is a human factors issue. The 14mh30 (lot number unknown) dissecting tool was discarded by the facility and not returned for analysis. The user manual contains the following warning: surgeons should familiarize themselves with the performance of dissecting tools before use, and should explore the effect of various levels of tool exposure on dissection stability. We will continue to track and trend this complaint type. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the motor did not stop spinning when the surgeon took the hand off the hand control. The patient had a dura tear, because the motor would not stop spinning. On follow up, it was reported the patient was required to stay overnight due to the csf leak and for monitoring. The patient has since been discharged, but the current condition is unknown. There was no additional patient information available. The surgical procedure was a laminotomy (spinal surgery - no fusion). The initial reporter information and partial concomitant device information was also provided. On further follow up with the doctor, it was reported the patient was well postoperative. The dura leak was addressed with no patch used.